Event description:
Smiths medical intl ltd., has been notified of an event of leakage through the cuff after 12 to 24 hours in use. The product was tested before use. No adverse outcome reported. Event occurred in a foreign country.